Manufacturer narrative:
(B) (4). (B) (4). Based on the xact instructions for use, restenosis of the stented artery is a known potential adverse outcome associated with carotid stents. In this case, no anomalies to the catheter was reported during the delivery system inspection prior to use. Xact catheters are 100% inspected for any anomalies prior to being packaged. Based on the available info and relevant mfg records, the event does not appear to be related to a product deficiency. Although a conclusive cause was not identified, it is likely that pt disease state and past medical history contributed to the stenosis. Review of the device lot history record did not produce any findings relevant to this report.

Event description:
Device issue: none. Adverse event: restenosis. Time of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2006, the pt underwent stenting in the left internal carotid artery (lica) with an xact stent. Around (B) (6) 2009, the pt experienced a stroke. On (B) (6) 2009, the pt was admitted to the hospital with slurred speech, mild weakness in the left eye, mild weakness in the left upper extremity diagnosed as a nonhemorrhagic right middle cerebral artery stroke according to CT scan results. An mra of the neck showed severe stenosis in the lica, but it is unspecified if this is a new lesion or in-stent restenosis. No treatment was provided for the lica stenosis. Neck mra also identified moderate stenosis in the right internal carotid artery. During this hospital admission, the pt experienced permissive hypertension with systolic blood pressure reaching 200 and was treated with medication. On (B) (6) 2009, the pt was discharged to a sub-acute rehabilitation facility. No additional info was provided.